Manufacturer narrative:
Implanted date: unknown due to unknown date. Explanted date: unknown due to unknown date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the second device reported. For the first device reported that was used on the same patient, see MDR 3013394970-2019-00158.

Event description:
The user facility reported that there were two angio-seal devices that did not deploy. A third angio-seal was used to achieve hemostasis. The patient was reported to be in good condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to correct the lot number as it was reported as 06091269 when the actual lot number is 06091265. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.